Event description:
It was reported that a cartridge alarm 20 occurred during basal delivery with multiple cartridges. Customer's blood glucose level was between 120-180 mg/dl. Reportedly, the customer continued to use current pump for insulin therapy.